Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarms. The customer¿s blood glucose level was 86 mg/dl. Customer stated that they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump error 63 confirmed in pump history with variable due broken trace at keypad assembly. The device alarmed pump error 39 during rewind due to jammed motor gear box. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify pump error 41 due to pump error 39.